Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. Investigation findings indicate that the foreign matter was found in the fluid path: after analyzing the picture of the affected sample provided to the manufacturing site for evaluation, we could see the reported foreign matter and confirm the reported issue. The process used to print the scale in bd discardit syringes is called "hot stamping" process, in which, through a heated metal stamp, the scale is transferred from the printing foil to the barrel. In some cases, this printing foil due to a clog in the printing station, has to be cute by the operator. When this situation happens, the machine stops automatically and the operator should cut the printing foil reel to solve the clog. During this cutting process of the printing foil, some particles could remain in the machine, and in this case, these foil particles finally ended in one syringe barrel, producing the reported issue. Therefore, the reported nonconformance is caused by a defective foil reel and human error. We concluded that it has been an isolated case with a negligible frequency of occurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd discardit syringe s2 foreign matter in the barrel. The following information was provided by the initial reporter, translated from chinese to english: there is foreign matter in the newly opened package and it cannot be used for aseptic surgery.